Manufacturer narrative:
Unique device identifier (UDI)- (B)(4). Device history record (DHR)- lot 137301, met specifications when released. Failure analysis- product returned for evaluation. For the directlink module the device passed the test. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be the monitor used during the inspection.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a directlink intracranial pressure monitor malfunctioned and gave negative intracranial pressure readings with normal intracranial pressure waveform. The initial microsensor was reading intracranial pressure from 6-10 mmhg and then displayed negative intracranial pressure readings about four hours after insertion. The microsensor was replaced, but the patient cables and directlink box were not changed. After the microsensor was changed, the intracranial pressure opening pressure was negative 1 and gradually became more negative over the next 24 hours to negative 5. The intracranial pressure waveform was normal with a p1 (percussion wave), p2 (tidal wave), and p3 (dicrotic wave). The patient required a second procedure to change the microsensor. There was no adverse outcomes reported to the patient.